Event description:
It was reported that at the elective procedure to explant this device for normal battery depletion, interrogation produced a red screen which revealed several alerts. A boston scientific engineer discussed potential reasons for some of the errors and provided troubleshooting recommendations. The behavior is likely due to an extremely low battery; however, data download was requested. Several efforts to retrieve the data were unsuccessful and appropriate function of the associated electrode could not be confirmed. The electrode remains in service and the device was returned for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was analyzed and a review of device memory found recorded a battery depletion alert on (B)(6) 2021 and reached end of life (eol) battery status on (B)(6) 2020. The device case was removed to facilitate inspection of the internal components. Visual examination of the interior identified no anomalies. Detailed analysis identified an internal battery short that resulted in the observed alerts. Note that the sq-rx (model 1010) s-ICD is the only boston scientific device manufactured with a battery potentially susceptible to this particular issue. The sq-rx device is no longer manufactured; the current generation of s-icds contain a different battery (manufactured by boston scientific). This device was included in the (B)(6) 2018 sq-rx model 1010 pg shortened replacement interval advisory population.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that at the elective procedure to explant this device for normal battery depletion, interrogation produced a red screen which revealed several alerts. A boston scientific engineer discussed potential reasons for some of the errors and provided troubleshooting recommendations. The behavior is likely due to an extremely low battery; however, data download was requested. Several efforts to retrieve the data were unsuccessful and appropriate function of the associated electrode could not be confirmed. The electrode remains in service and the device was returned for evaluation. No adverse patient effects were reported.